Manufacturer narrative:
An event of a deformed deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. An initial review of complaints data was reviewed on 15 october 2020 as a component of the complaint handling risk review per wi (B)(4). The medical device problem and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.

Event description:
A 10mm amplatzer septal occluder was selected for implant and during deployment the left disk continually came out in the cobra head shape. The device was removed and another 10mm amplatzer septal occluder was successfully deployed. The patient was reported to be in stable condition.